Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating and elevated levels of cobalt and chromium. Update rec'd (B)(6) 2014-pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.